Manufacturer narrative:
Concomitant product: product ID 8637-40, serial # (B)(4), implanted: (B)(6) 2013, product type pump; product ID 8637-40, serial # (B)(4), implanted: (B)(6) 2013, product type pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl 250.0 mg/ml; 160.62 mg/day, hydromorphone 2.0 mg/ml; 2.0849 mg/day, clonidine 120.0 mg/ml; 125.10 mg/day, bupivacaine 1.1 mg/ml; 1.1467 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. Event date: (B)(6) 2015, the event date was approximate. Following a revision surgery, the patient experienced pain from the surgery. The patient had back and stomach pain and it had been steadily getting worse and worse. The patient followed up with the hcp on (B)(6). The patient had pain relief when laying down and taking current medication. The pain worsened with random daily activities. The patient was sleeping too much because it was the only way he could get any relief from the pain. The patient followed up with the hcp on (B)(6) for wound re-evaluation and pump refill. The pain was still constant, tingling and burning in overall body, not in just one spot. The patient followed up with the hcp on (B)(6) to remove staples, the left side started to bulge. It was constantly aching and burning. The patient followed up with the hcp approximately 4 days after the staples were taken out. The left side had opened up and started leaking the medication or "whatever it was coming out of him." It got so bad that he had to go back to the hcp. The patient had been trying for months to have the hcp send him for magnetic resonance imaging (MRI) to find out if something was wrong. The patient had magnetic resonance imaging (MRI) done the first part of (B)(6) 2015. The patient was doing physical therapy. The patient showed the MRI results to the therapist and since then he would not touch the patient. The MRI results were unknown. The patient followed up with a different hcp for back and stomach. X-rays were done (B)(6) 2015 of the abdominal area and one x-ray of the back. There were problems with the catheter and the x-ray of the abdominal area showed narrowing of the catheter. The patient followed up with the hcp and he wanted to "work" the patient off the pump and did not want to put a pump in. The cause of the event, interventions, troubleshooting/diagnostics was not reported; additional information has been requested, but was not available as of the date of this report. (See manufacture report # 3004209178-2015-07335 regarding revision surgery).